Event description:
It was reported that the wheels were damaged. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing: results will be submitted in a f/u report.